Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt) and the patient presented to the hospital after feeling week and falling at home. It was also reported that the patient was found to be febrile at 101.3f with white blood cells (wbc)>16k; blood cultures revealed (B)(6) infection. Therefore the patient was started on vancomycin and later daptomycin was added. A transesophageal echocardiography (tee) was performed and showed a 1.6cm mass in the right atrial (ra.) The patient was also diagnosed with cardiovascular implantable electronic device (cied) endocarditis. Therefore the system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of (B)(4) implantable pacemaker cardio/defib (B)(6) 2007. Concomitant product: (B)(4) competitor implantable pacing lead (B)(6) 2007. (B)(4).